Event description:
It was reported that pump displayed cartridge change error and customer contacted support about past issue while arranging replacement pump. There was no adverse impact to the customer's blood glucose level. Customer declined technical support, obtained loaner pump from outside service, was informed that out-of-warranty pump did not need to be returned, and no further assistance or follow-up was required from support.